Manufacturer narrative:
Patient used four infusion sets (two boxes of infusion sets were mixed together, so it is unclear whether the suspect infusion sets came from lot 263233 (expirate date: 05/31/2008, (B)(4) (expirate date: 05/31/2007, or both). Conclusion: patient discarded suspect infusion sets. No product will be returned by the patient, and thus no evaluation will be performed.

Event description:
Reporter stated patient's infusion sets (four total) leaked. Patient experienced high blood glucose (400 mg/dl), but no treatment was received.